Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the phenom 27 was advanced into the patient¿s vasculature. After removal of the sleeve inside the body, the pipeline became stuck within the phenom 27 and could not be removed despite attempts to push or pull. It remained lodged inside the catheter and became immobile. Ultimately, when attempting to withdraw everything together with the wire, the pipeline stent and the wire fractured. Resistance occurred in the stent center and distal shaft. The pipeline was stuck during delivery. The catheter and delivery pusher were not damaged. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed with heparin-added saline as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing pipeline placement surgery for treatment of a saccular, unruptured right cavernous portion c4 aneurysm with a max diameter of 7mm and a 4mm neck diameter. Blood vessel diameter in the landing zone, distal: 3.3mm and proximal: 3.8mm. It was noted the patient's vessel tortuosity was strong. Access vessel was the right cavernous artery with a 3.8mm diameter. Post-operative findings related to blood flow imaging showed no problems.